Event description:
It was reported the patient's blood glucose rose to 401 mg/dl. The patient reported an infection and irritation at the infusion site (arm). The pod was worn for between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the skin irritation or the undiagnosed infection and no issues were found. The exact cause of the irritation and undiagnosed infection could not be conclusively determined. The soft cannula was observed to be stretched. The soft cannula was measured and found out of specifications. Although the cannula was stretched fluid was able to exit the entire fluid path. No leaks or tears were observed due to the damage. No timeouts, drive stalls or alarms were observed in the download data that would indicate a failure of the device to deliver insulin. The exact timing and cause of the damaged cannula could not be determined. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.